Event description:
The following has been reported: pca pump serial number (B)(6). Customer reported that "pump not adding up when bolus given. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was not reviewed as this is a known issue for which the pump has normal behaviour. The history log shows that the total dose infused is reduced after an occlusion. The issue related to the total infused volume on pca pumps is a known and expected behavior caused by occlusions, which are part of the pump's normal operation. When an occlusion occurs, the pump responds appropriately by emitting a red visual alarm. During this process, the syringe pump motor briefly reverses to relieve pressure in the line, resulting in a slight reduction in the total volume infused. This behavior is outlined in the instructions for use (IFU) and is part of the pump's designed functionality when managing an occlusion. In this case, the agilia sp pca pump performed as expected, with no defects identified. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid. The trend is: n/a.